Event description:
Pt had forceful coughing which caused ventilator to go into technical error. Pt taken off ventilator and manually ventilated. Ventilator was turned off then back on. Message went away and ventilator was working fine. Occurred again several hrs later. Ventilator removed from svc and returned to co for investigation. Settings had been: "prvc" is breathing over in teens. 500 tidal volume 75% fraction of inspired oxygen, positive end expiratory pressure 10. Pressure limit at 60.